Event description:
It was reported that a user experienced low blood glucose while using the ilet, with a nadir of 60 mg/dl that later rose to 120 mg/dl, and expressed frustration that the device was causing lows; the user was advised to await a scheduled follow-up call before deciding to discontinue use. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose. Troubleshooting and education were provided. Investigation included user interview and case assessment. Investigation of this case revealed an unclear cause for hypoglycemia with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.